Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle experienced the inability to attach as intended. The following information was provided by the initial reporter: a pen needle user called cs to report that the pen needle cannot be attached to the pen properly.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the unspecified bd pen needle experienced the inability to attach as intended. The following information was provided by the initial reporter: a pen needle user called cs to report that the pen needle cannot be attached to the pen properly.